Manufacturer narrative:
The device was serviced on-site by a field service technician. The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Power on self-test was performed which found an alarm f-94(configuration option settings checksum is not 0), ac power cord and battery damaged. The reported issue was verified. The cause was determined to be low battery. To correct the condition, the battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump that cannot turn on. It was before use. There was no patient involvement. No additional information is available.